Event description:
The pt's mother reported, the pt experienced elevated blood glucose (values not provided) in 2009. The pt bolused through the infusion device but blood glucose levels did not decrease. The next day, the pt switched to his backup infusion device and his blood glucose decreased. His normal blood glucose level is 100 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.